Manufacturer narrative:
The device was returned to zoll medical corporation for investigation with the event electrodes. The electrodes passed all functional testing and were able to discharge within specification. Visual inspection of the electrode pads showed signs of arching suggesting coupling was a factor. The device log does show the pads were on a patient and was manually discharged. Our investigation was unable to firmly establish cause, and the product returns appear to be functioning as intended. The electrode pads were scrapped, and the device was recertified and returned to the customer. No emerging trend based on similar reports.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), a spark was emitted from the electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.